Event description:
Event description cpi received information that during a routine follow-up on a young patient, ventricular noise markers were noted after an atrial pace. When the ventricular pulse width was reprogrammed from 1.0 ms to .5 ms the noise markers disappeared. The pacing rate was programmed to 115 bpm to supress arrhythmias. Patient was sent home with the ICD left reprogrammed like this only to return to the emergency room feeling ill. It was noted that a loss of pacing capture caused the patient to feel ill. The physician was able to reproduce the noise briefly but then it disappeared.